Event description:
Approximately 9 days after a successful implantation of a 29mm sapien valve, the patient developed cardiac arrest and died. The patient had to be reintubated post procedure due to ¿bad lung function¿. Per report, during limited autopsy of the heart it was noted that the valve had embolized into the lvot. No echocardiograms were done post procedure to document any change in valve position and the valve embolization may have occurred during CPR for the cardiac arrest. The actual cause of death has not been provided.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the embolization cannot be confirmed; however, per report, the valve may have embolized during CPR. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Autopsy was performed; results indicated that during examination of the heart, the artificial aortic valve was dislodged into the left ventricle. It is unclear whether this was an antemortem event or due to manipulation during autopsy. If antemortem, it could have contributed to the immediate cause of death in this apparent acute cardiac event.¿ ¿the aortic valve is visualized with prominent calcific changes and minimal marantic type vegetations. The artificial valve is dislodged distally into the left ventricle. No significant vegetations are identified within the artificial valve. No thrombi are identified.¿ the doctor noted the artificial valve to be dislodged in to the left ventricle when he opened the patient up during/after coding, but was not sure if this was related to CPR.